Event description:
It was reported the brake/steer pedal was stuck in steer, resulting in the brakes being inoperable.

Manufacturer narrative:
It is likely the caregiver put extreme pressure on the pedal when pushing it into steer which resulted in the drive link overtraveling and being unable to be released from steer, thus making the brakes inoperable.